Event description:
Boston scientific received information that this right atrial (ra) lead has exhibited loss of capture along with acute intermittent spikes in impedance measurements and increased pacing thresholds. The pacing outputs had been increased to 5 volts and the patient was sent for an x-ray. The patient is to be re-evaluated in one month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent surgical intervention and this product was surgically capped and abandoned. It was reported that the impedances had increased and were greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to correct the previous information: additional information received reported that during the surgical revision, the physician found that the right atrial (ra) lead was dislodged from the device header. The lead was inserted in the header, was retested and found to be functioning normally. The lead therefore has remained in service with no further reported issues. No additional adverse patient effects were reported. The lead remains in service.